Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. It was reported 47 months post stent graft implant the pt's aneurysm was expanding from 5.1 cm to 6.3 cm for an unknown reason. There was no evidence of an endoleak. The physician elected to surgically convert the pt to a conventional stent graft. The stent graft and its components were removed from the pt. The explanted stent grafts were received by medtronic and the analysis is pending.